Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified. No used cartridge returned for evaluation.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm 9 (overfill alarm) occurred. Reportedly, the customer refilled a cartridge with approximately 300 units. There was no impact to the customer's blood glucose level. A new cartridge was successfully loaded to address the alarm and insulin delivery was resumed. The customer confirmed that an alternate method of insulin delivery was available.